Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: what is the total number of procedures affected?: total # of affected procedures is unknown, but likely double digit since the surgeon stated he¿d been experiencing it ¿on and off¿ for months. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s): complaints were provided to the hospital or administration but none were made to me. I have no idea if the hospital contacted ethicon by any other means. There¿s no additional information to identify specific product lots, quantities or specific procedure dates. Event description stating when each involved device had the needle "pop off"?: needles were reportedly popping off unexpectedly during subcutaneous/subcuticular wound closures in a variety of general surgery cases. Were there any adverse patient consequences- no adverse patient consequences reported. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ¿g/m. Events were submitted via 2210968-2021-05394.

Event description:
It was reported that the patient underwent an unknown laparotomy or general surgery on unknown date and the suture was used for wound closure. It was reported that the needle pulled off from the suture unexpectedly during subcutaneous or subcuticular wound closure. The suture is not control release. The surgery was delayed a few minutes but completed successfully. There were no adverse patient consequences reported. No further information is available.